Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving clonidine with concentration 400 mcg/ml and morphine with concentration 40 mg/ml via an implantable pump for post lumbar laminectomy syndrome and spinal pain. It was reported that a volume discrepancy occurred. It was noted that there were no patient symptoms reported but during a routine refill procedure the clinician was expecting back approximately 2.6 ml of fluid and actually got back approximately 16 ml of fluid instead. The clinician went ahead and proceeded with the refill but was having the patient return on (B)(6) 2016 to check the reservoir volume and potentially perform a dye/rotor test. It was unknown at the time of the report what may have led or contributed to the event. It was unknown if the issue was resolved at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient was without injury regarding their status at the time of the report. On 2016-04-18, a company representative reported that volume discrepancies were noted on past refills. Regarding the previously reported volume discrepancy, the actual residual volume (arv) was 16 ml and the expected residual volume was 2.3 ml. The company representative attended a refill on (B)(6) 2016. Another volume discrepancy was observed in which arv was 20 ml and erv was 11.5 ml. They attempted to perform a dye study on (B)(6) 2016, but the hcp was not able to aspirate the catheter. The physician suspected a catheter occlusion. It was however further noted that the hcp imaged the patient (B)(6) 2016 using fluoro when accessing the catheter access port (cap) and they did not see any obvious kinks. The pump was programmed to minimum rate. The pump was noted as having administered both clonidine with concentration 400 mcg/ml and morphine with concentration 40 mg/ml at a minimum rate; however the pump was then filled with preservative free normal saline (pfns) on (B)(6) 2016. No patient symptoms were reported. The patient was indicated as not having been complaining about pain even though he had not been getting drug. A physician was going to have the patient come back in a couple weeks to reassess their status. It was further noted that depending on the patient and the patient's condition, the physician was going to see what the patient wanted to do.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.